Event description:
In 2008, the patient reported that the cannula of the infusion site does not insert into her skin along with the introducer needle. She stated that when the introducer needle is inserted, the cannula "bunches up like an accordion" and insertion is "really painful". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.